Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing of t-waves at a higher pulse. An exercise test was performed, and the device was reprogrammed from the secondary vector to the alternate vector. No adverse pt effects were reported.